Event description:
Customer reported that swabs were taken around the equipment and the results identified microorganisms. No patient (donor) was connected at the time of the event, therefore, no patient information is available.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.